Event description:
It was reported that a patient was undergoing a z-poem, zenker¿s- peroral endoscopic myotomy. Procedure experienced a serious adverse event due to unintended air insufflation. The patient was difficult to intubate, prompting the use of a nasofibroscope, during which the gastroscope was temporarily disconnected. After intubation, the gastroscope was reconnected, but neither the nurse nor the doctor verified the insufflation mode. Although the touchscreen should have remained in co2 mode, it is believed that contact with the tube inadvertently switched it to air mode without any visual or audible alert. The procedure continued normally, but significant subcutaneous emphysema was observed post-procedure, more severe than typically seen with co2. Solumedrol was administered, and extubating was delayed due to the severity of the emphysema, requiring additional monitoring and prolonged hospitalization that postponed discharge. Good faith attempts for the event and patient outcome were requested but additional information was unable to be provided.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated field : b5, d8, h2, h3,h6, h11 and correction to f12 code was added in error which is not required in the initial report. Based on the results of the investigation, and since the device was not returned for evaluation the complaint could not be confirmed. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Additional information received identified that patient was monitored an extra hour in the intensive care unit before extubating the patient for safety, then hospitalized for 2 days and administered oxygen, augmentin, antibiotics and close observation. A CT scan performed the next day showed emphysema and a right anterior pneumothorax. The patient remained stable on 2liters of oxygen with monitoring every 4 hours and was discharged on friday morning. At CT scan, the patient reported neck pain and difficulty swallowing, with emphysema still present.